Event description:
It was reported that during a rectum resection procedure, when the operator tried to use the device, it did not fire the staples. Between the shaft and the head, a thread came out after the attempted use. The surgeon used a new other device to complete the operation. No adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions - broken closure link. Evaluation summary: the analysis results showed that one device arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device. The device was noted to have the closure link damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.